Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. The customer received a replacement device. Physio further evaluated the customer's device and determined that the reported issue was caused by damage to the hybrid layer capacity (hlc) on the analog pcb assembly. The device was destructively tested.

Event description:
It was reported that during evaluation, the customer's device hybrid layer capacity (hlc) level dropped to 0. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.